Event description:
A customer reported bubbles presented on the tip of the laser probe while in the eye. The surgeon "flicked" the tip to remove the bubbles as they would interrupt the aiming beam as well as firing capabilities. There was no pt harm reported.

Manufacturer narrative:
A 25 gauge curved laser probe was returned for evaluation. A visual assessment of the returned sample revealed three bends in the cable near the coupler and multiple small kinks and bends throughout the cable. The tip was also slightly bent. It was noted that the laser probe was not returned in its original packaging and without its protective tip cover. It is unk how or when the cable and tip were bent. No other visual nonconformity was noted. The 25 gauge curved laser probe was tested and the bubbles reported was confirmed. A review of complaints for the last 24 months did not indicate any additional similar reports for this lot number. The root cause of bubble formation is an air space between the inner diameter of the cannula and the outer diameter of the glass fiber. The air expands due to the eye temperature being about 28 f higher than the ambient surgical room temperature and the extra volume results in air bubble formation. The back of the cannula/nitinol-tube is sealed; therefore the air is forced to escape forward, forming an air bubble at the tip of the cannula. An internal investigation has been opened to address this issue. (B)(4).